Event description:
The davinci vessel sealer was used for approximately 2 hours; then, the blade on the instrument was exposed while the tip of the sealer was opened. The davinci alarmed and stated blade was exposed and the instrument could no longer be used.